Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was neither serious injury nor negative clinical effects to the pt reported to brainlab by the hospital. The most likely root cause for the unintended placement of the electrode is that, despite the surgeon has detected the inaccuracy during verification of registration accuracy and therefore was aware of it, he accepted a registration result that was apparently not as accurate as desired for this specific situation. There is no indication of a systematic error or malfunction of the brainlab device. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. The brainlab navigation system solely provides assistance to the surgeon and does not substitute or replace the surgeon's experience and/or responsibility during the use. Brainlab intends to offer additional training to this hospital.

Event description:
A cranial surgery for placement of bilateral depth electrodes and subdural strips was planed to be performed with the aid of brainlab cranial navigation system. During the procedure, the surgeon: performed several attempts to initially register the pt. Verified the accuracy of the registration and detected a shift between the info provided by the navigation system and the actual patient anatomy. Decided to accept the observed inaccuracy and started with the actual surgery. Placed a depth electrode with the aid of navigation. Detected that the electrode has been placed in a wrong angle and too deep, in the brainstem of the pt. Intra-operatively corrected the position of the electrode. There have been no negative clinical effects reported by the hospital for this specific patient.